Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2012. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications; however, on (B)(6) 2012 and (B)(6) 2013, the patient reportedly took less food and/ or drink. A couple weeks after the start of the alleged issue, the patient claims he felt high blood sugar symptoms of frequent urination and neuropathy. The patient visited the emergency room (ER) on different occasions and obtained blood glucose results of "535 and 575 mg/dl" on the ER/ hospital meter. The patient was administered 4-6 units of insulin (type not specified) as treatment. The patient did not have the testing supplies at the time of troubleshooting. The cca was not able to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.